Event description:
Emts connected the device through a 3 lead cable to a conscious patient who was complaining of chest pains. Reportedly the device inappropriately displayed the patient ECG as a flatline trace.